Manufacturer narrative:
On 09-may-2021, after secondary review of the file, mentor became aware of a typo error for the lot number referenced in the additional manufacturer narrative - device evaluation summary. The correct lot number for the suspect medical device evaluated is 7598736; all other information reported remains the same and is correct. Manufacturer¿s reference number: (B)(4). Correct lot number is 7598736.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: upon receipt of the device at our analysis laboratory on (B)(6) 2021, we began an investigation to see if we could determine the root cause of the deflation. That investigation included a review of the manufacturing records for lot-7598735, and a visual evaluation of the device. During visual evaluation of the tissue expander, the tear was not identified. As a result, leak testing was performed in accordance with mentor procedures, and a tear was identified at the 6 o¿clock position. When evaluated under a microscope the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. An incident of this nature may be the result of one or more of the following factors: over inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Our quality assurance process is robust for every product we make and requires that each mentor product undergoes a stringent visual inspection and rigorous testing prior to shipment. In addition, we maintain a comprehensive quality assurance system that complies with the food and drug administration's (FDA) good manufacturing practice regulations. Prior to shipping, our devices are checked to ensure that they satisfy these standards in accordance with these processes. A manufacturing record evaluation was performed for the finished device 7598735 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with 750cc artoura breast tissue expanders experienced bilateral expander deflation postoperatively. Deflation was diagnosed by physical examination. As a result, the patient underwent explantation and replacement with 790cc mentor memorygel breast implants, catalog # shpx790, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021. This medwatch report is for the right-sided implant.